Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Additional information was requested but was not available. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak and surgical conversion. Per IFU, the gore® tag® conformable thoracic stent graft is intended for endovascular repair of all lesions of the descending thoracic aorta, including = 20 mm non-aneurysmal aorta proximal and distal to the lesion.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an arch aorta aneurysm using a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2021, the patient experienced a chest pain, and the CT imaging revealed a proximal type I endoleak and an aneurysm enlargement. On (B)(6) 2021, an open procedure was performed to replace a total arch using a stent graft. The patient tolerated the procedure. Reportedly, the endoleak might have been attributed to a short landing length (length unknown.)